Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed for a motor error and no delivery. He did not know the blood glucose reading. He stated that the insulin pump was not exposed to a strong magnetic field and was assisted in clearing the alarm. He stated that he was able to complete the rewind sequence. Nothing further was reported.